Event description:
It was reported that the subject device had a broken cord with wires exposed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged connector lock. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a damaged connector lock was caused due to the broken cord with exposed wires. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.